Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was not confirmed. The blackout did not occur, after 4 hours of continuous power supply and high load. However, the following reportable malfunctions were identified, during the device evaluation: corrosion on the video connector and corrosion on the scope mount. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the following led to the malfunction. The video connector was corroded. Which may have caused, poor contact with the video connector when it was connected to the processor. As a result, normal communication may not have been possible and the blackout mentioned may have occurred. The cause of the corrosion occurrence could not be identified with the information available from this complaint and the investigation results. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device malfunctioned. And noticed the image ¿blacked out¿. But, automatically recovered without pressing any buttons. The issue happened, during a diagnostic hysteroscopy. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. The color bar did not occur after 4 hours of continuous power supply and high load. Based on the results of the investigation, it is likely the following led to the malfunction: the video connector was corroded, which may have caused poor contact with the video connector when it was connected to the processor. As a result, normal communication may not have been possible, and the color bar mentioned may have occurred. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device malfunctioned and noticed a color bar occurred.

Manufacturer narrative:
E3-occupation: non-healthcare professional ; e2-health professional: n. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device malfunctioned and noticed the image ¿blacked out¿ but automatically recovered without pressing any buttons. The issue happened during a diagnostic hysteroscopy. The procedure was completed using the same set of equipment. There were no reports of patient harm.